Manufacturer narrative:
Event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good condition. Event history log confirmed many ¿high alarm displayed: downstream occlusion¿ messages occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be a defective downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an occlusion problem. There was unknown patient involvement and unknown patient harm.